Manufacturer narrative:
Visual inspection showed that the second leaflet appeared tension and the presence of pannus was observed on the inflow side, however, there were no other observed issues with the valve. The surgeon did not want to file up a complaint on this explantation, acknowledging in fact that percival was absolutely not encased and that it was indeed a poor evaluation of the condition of the patient's ring.

Event description:
Perceval sz 21 was implanted on (B)(6) 2017 directly after another valve procedure. Later, on the same day, a pvl was detected and the perceval was explanted and replaced by a crown 21. It was acknowledged that perceval was explanted due to pre-existing patient condition. Patient passed away a few days later due to gastric sequences.

Event description:
On (B)(6) a perceval size 21 was implanted, following the removal of a small tumor on the annulus. Later that day there was a rupture of the patient¿s annulus. The surgeon commented that this was not device related and due to misjudgement of the weakness of the annulus following the tumor removal, which led to a disorder of the heart rhythm and then a para valvular leak. Re-operation was performed and the perceval valve was explanted and a crown 21 mm stented valve. The patient passed away a few days later due to gastric sequences.

Manufacturer narrative:
Updated data for follow up report: adverse event outcome. Device returned. Device evaluated. Evaluation codes.